Event description:
It was reported that the patient was to undergo a generator replacement, but high impedance was found pre-operatively upon performing an interrogation of the device. Both the generator and lead were replaced, and it was reported that the devices were discarded. No additional or relevant information has been received to date.